Event description:
Information was received that incident occurred during routine cuff inflation check prior to a planned tracheostomy tube change. No patient was involved.

Event description:
Information was received that the cuffs on a smiths medical bivona flextend tts pediatric straight neck flange tracheostomy tube do not inflate. No adverse patient effects were reported.